Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 43mm in length, 4mm in diameter and the de novo target lesion #1 being treated was located in the severely tortuous and severely calcified right coronary artery (rca). The 65% stenosed, 28mm in length, 4mm in diameter and the de novo target lesion #2 being treated was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 6f unspecified guide catheter and a 0.014" unspecified guidewire were advanced to the lesion. A 4.50mm x 32mm liberté¿ stent was selected to treat the lesion. When the stent delivery system (sds) was advanced inside the patient's body via the guidewire, it was noted that the shaft broke and was divided into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.